Event description:
Pt's mother reported changing the insulin cartridge and infusion set to the pt's infusion device on (B)(6) 2011. Mother stated the pt's blood glucose level was okay. Mother reported on (B)(6) 2011, pt's blood glucose level at 00:30 am was 125 mg/dl. Mother stated at 7 am, the pt's blood glucose level was 200 mg/dl, gave correction via the infusion device and bolused for pt's breakfast with 5.0 units of insulin. Mother reported while attempting to give the bolus, the infusion device displayed an e4 (occlusion) error message. Mother stated they started infusion device again and gave the "rest" of the bolus. Mother reported at 8 am, the pt's blood glucose level was okay, the pt had breakfast, and took a bolus of 0.5 units of insulin. Mother stated at 12 noon, the pt's blood glucose level was 400 mg/dl and took a correction of 6.0 units of insulin via the infusion device. Mother reported at 1:50 pm, the pt's blood glucose level was 99 mg/dl. Pt's normal blood glucose level is 130 - 140 mg/dl. Mother stated she thinks the infusion device delivers too low amount of insulin or gave the e4 error message incorrectly. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.